Event description:
A nurse reported that during intraocular lens (iol) implant surgery, the haptic broke off in the eye while the surgeon was manipulating the iol. In a follow-up, the surgeon reported that an enlargement of the incision was required to remove the iol; sutures and a vitrectomy were also done.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was pulled out of the optic (not returned). The anterior optic surface was scratched. A small amount of loose particulate was observed on the lens surface. The reporter also indicated use of viscoelastic not approved for the lens model/cartridge/handpiece combination. While we were unable to determine the origin of the damage, our observations reasonable suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 06/18/2009, 07/16/2009, and 07/30/2009 by phone, fax, and mail. A completed questionnaire was received on 08/18/2009. This report was mailed to FDA on: 09/09/2009.